Event description:
Hospital personnel were initiating a cardioversion procedure on a pt with a defibrillator and hands free defib pads when, according to the reporter, the electrode gel on two sets of disposable defibrillation electrodes peeled away with the release liner. The reporter said both sets were the same lot code and so another package with a different lot code was used successfully and no adverse affects occurred with the pt.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.